Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the alarms that would have caused a shutdown of mechanical ventilation in the logs. The vent engine, control panel, manifold pressure switch, and central processing unit board were replaced. The unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit during preuse checkout lost the ability to mechanically ventilate. There was no report of patient involvement.